Event description:
It was reported the right atrial lead was explanted and replaced, due to high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found; distal segment returned and analyzed.